Event description:
It was reported that, during an implant procedure, the lead was found to have high impedances on 3 contacts. The extension was repositioned multiple times to attempt to get normal impedances with no success. In turn, a new lead was used to complete the procedure successfully.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, the octrode lead had no visible anomalies and passed all functional testing. The cause of reported event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.